Event description:
Caller reported that pump experienced a malfunction, but no notable events occurred prior to the incident. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, resolving the issue effectively, as the malfunction code did not recur after the reset.